Manufacturer narrative:
Corrected data: inadvertently put the wrong serial number on initial report.

Event description:
On (B)(4) 2014, it was reported that the handheld had multiple screen freezes upon interrogation. The handheld has not been returned for product analysis to date.

Manufacturer narrative:
.

Event description:
Product analysis was completed on the handheld and flashcard on 02/23/2015. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The flashcard and software also performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.

Event description:
On (B)(6) 2015 the serial number of the handheld was provided. Then on (B)(6) 2015 the handheld and flashcard were received for product analysis. Product analysis is still underway and has not yet been completed.